Manufacturer narrative:
A manufacturing evaluation was conducted: ti matrix locking cap received as part of a construct with rod and screw locked together. Screw lot #7373377. Outer area of body has nicks and scratches. The sd25 form has visual deformation on the locking cap. All described nonconformities are post manufacturing. 6.0mm ti cann matrix polyaxial screw performed as designed, there was successful fusion. Because this one locking cap would not release, complaint category could be changed to "stuck" as the locking cap could not be removed after successful fusion. With assembly being received as part of a construct, no relevant inspection features or raw material can be measured. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Placeholder.

Event description:
Patient underwent posterior fusion from t10-l1 for a t12 burst fracture on (B)(6) 2013. Patient was returned to the operating room for exploratory surgery on (B)(6) 2013 due to possible infection. Upon opening the patient, the surgeon found all implanted hardware was intact, but decided to remove the hardware from t10, t11 and l1 due to infection. Five of six locking caps were easily removed. The last locking cap would not come off. The surgeon spent 45 minutes trying to remove the cap before using vise grips and rod holders to pull the screw out. During the attempted removal the surgeon broke three screwdriver shafts, all fragments were retrieved from the patient. After the hardware was removed, the wound was cleaned, and wound-vac was placed. Procedure was completed successfully. Surgeon noted the patient was successfully fused and status was stable following surgery this report is 14 of 18 for complaint (B)(4).

Manufacturer narrative:
(B)(4)